Event description:
It was reported the pt (B)(6) had stimulation but was unable to recharge the ipg. Efforts to resolve this matter with three other charging system proved unsuccessful. Surgical intervention was undertaken to replace the pt's ipg thereby resolving the issue.

Manufacturer narrative:
Eval: results: complaint was confirmed for "charger can't locate ipg." Visual inspection of the ipg revealed deep cuts consistent with sharp instruments. Initial communication tests with a test standard charging system revealed no communication at distances of 0.5cm and 1.0cm. The silicone antenna cover was cut and fluid intrusion was observed on the antenna coil terminals. The fluid and moisture on the antenna coil terminals were cleaned and successful communication was observed with the test charging system. Initial communication problem was due to the fluid intrusion into the antenna coil terminals. The fluid intrusion was caused by the deep cut on the antenna cover. According to the eon dfu (37-0864), page 15 states the following: "use extreme care when handling system components prior to implantation. Excessive heat, excessive traction, excessive bending, excessive twisting, or the use of sharp instruments may damage and cause failure of the components." Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.